Manufacturer narrative:
Additional information: section a2: age: 60 years section e1: initial reporter's first name: (B)(6) section d9: device available for evaluation: yes section d9: returned to manufacturer on: dec 6, 2023 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal that the handpiece was received with the plunger rod fully advanced. The lens module was inspected and no markings indicating improper plunger rod advancement were identified. The cartridge presented with stress marks at the cartridge tip that were in specification for a used device. Viscoelastic residue was distributed throughout the length of the cartridge indicating an adequate amount was used. The cartridge was cleaned, and no pieces were found. No issues with the cartridge were identified that would have caused or contributed to the complaint event. The lens was received cut into three pieces and both haptics detached; only one haptic was received. The lens also presented with missing pieces torn off as well as scratches to the optic body. The handpiece was disassembled, and no assembly issues were identified. No issues with the handpiece were identified that would have caused or contributed to the complaint event. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "stuck in cartridge" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
A4 and a5: unknown/ asked but not available. D6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. D6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. E1: first/given name: unknown. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that that the trailing haptic was missing on implantation of a preloaded monofocal intraocular lens (iol). This was noticed by the doctor. Therefore, the iol removed from patient¿s left eye, and another lens of the same model and diopter implanted. The lens was prepared in the usual manner by a very experienced surgical tech who indicated that some preloaded lenses feel very hard or stiff when advancing. No surgical and/or medical interventions indicated, and no patient injury reported. The patient outcome is not available. No further information was provided.